Manufacturer narrative:
The thump was utilized and downloaded trace/history files properly. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 11-jan-2025 listed on smartsolve due to insufficient data in the trace/history files. On the event date of 11-jan-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.0873 inches. All buttons function properly. No stuck key alarm found in the daily history. The test guardian link with the watertight tester communicated properly with the pump noted. No communication anomaly or change sensor alert noted. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (24.0 mv). The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay and scratched case during the visual inspection. In summary, pump passed all required testing. Unable to verify customer complaint for low bg and high bg. Customer alleged for the pump over delivery was not confirmed. Keypad/buttons functioned properly during analysis and passed all required testing. Unresponsive keypad on the select button and change sensor alert was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad anomaly, possible under delivery. Anomaly and also received change sensor alert. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion), manual injection/insulin pen and hypoglycemia involved no treatment. The event involved product(s) mmt-1884, mmt-441ag, mmt-342, mmt-7040a. Troubleshooting was performed for change sensor/sensor updating/sg value not available/calibration not accepted. Customer received change sensor alert. Customer is unable to run a transmitter test and/or test passed. Customer was advised to try another sensor. Troubleshooting was performed for keypad anomaly/stuck button alarm. Customer reported keypad anomaly. Customer did not received stuck button alarm. Customer alleged the center button was unresponsive. Buttons remained unresponsive after troubleshooting. Troubleshooting was partially performed for high blood glucose (bgs)/under delivery as customer declined to continue troubleshooting. The customer had used the insulin pump system within 48 hours of the reported high blood glucose event. The customer used the smartguard/auto mode of the insulin pump at the time of reported high blood glucose event. Customer has alleged for under delivery anomaly. Troubleshooting was not performed for low blood glucose (bgs)/over delivery. No further patient complications were reported. It was expected that the customer would discontinue the use of the pump. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-441ag. No product return is required for mmt-342. No product return is required for mmt-7040a.